Event description:
(B)(4). For about 6 months or more I have had more than 1 period a month. I hurt in my lower back to my hips daily. I am constantly fatigued, hair loss, acne. I am beyond moody. I have been diagnosed with a oversized uterus with possible endometriosis. I am set to have laparoscopic surgery soon to find out. Weight gain with no explanation.